Event description:
It was reported that during inspection at the user facility that the delrin ball is missing from the latch mechanism of the aseptic housing, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the delrin ball is missing, was confirmed. Through visual inspection, the technician confirmed that the delrin ball was missing from the housing. Possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving or use of high ph chemicals. The device will be stored in parts retention.